Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va13gpt, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturing representative (rep) reported that a patient present with incision drainage over the implant site. The hcp was going to do a pocket revision but decided to explant the entire system and re-implant at a later/future date. The patient was prescribed 3-weeks of antibiotics. The implantable neurostimulator (ins) indication for use was not clear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the lead and implantable pulse generator (ipg) were explanted in 2016 due to an infection and an entire system was implanted on the patient¿s left side on (B)(6) 2017. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. No further complications were reported/anticipated.